Event description:
It was reported by the edwards lifesciences implant patient registry that a 23mm sapien 3 ultra transcatheter valve, implanted within a non-ew surgical valve in the aortic position, underwent an explant procedure after an implant duration of 3 years and 5 months. An ew surgical valve was implanted. Per medical record, the patient was symptomatic with shortness of breath. Echo findings noted severe bioprosthetic stenosis (aortic valve peak velocity noted at 5.1 m/s and an aortic valve mean gradient noted at 63 mmhg). The surgical pathology report revealed fibrous tissue, granulation tissue with chronic inflammation, myxoid change and calcification of the bioprosthetic valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The device calcification and subsequent device explantation was confirmed based on the provided medical record. The available information suggests that patient factors likely contributed to the event, as hypertension and dyslipidemia were noted in the patient history provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.